Manufacturer narrative:
The insulin pump was received button error alarm due to flattened up and down button creased dome switch. The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 251 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.